Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Afterwards, upon interrogation of the device, the device was found to be in back up vvi mode and further interrogation was not possible. The device was explanted. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Further information stated that the patient received therapies in the vt/vf zone with delivered shocks that was unsuccessful. Several charge timeouts were noticed when the device delivered therapy in a short period of time. It was reported that the patient's death was due to stroke and there is no suspecting that the patient's death was related to the device. (B)(4).